Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10012. It was reported the patient observed some drainage from the ipg incision site. The patient reported the site had been sore since implant and had become sensitive to the touch. The physician prescribed the patient oral antibiotic therapy to treat a suspected infection. Follow up information revealed the physician removed the entire scs system on (B)(6) 2011. The physician noted during the procedure that infection was present. The patient has been treated with both oral and IV antibiotic therapy. The facility will retain the explanted devices.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.